Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 508837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea, (cramping)"), bladder disorder ("bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, bladder disorder, fatigue, alopecia, headache, visual impairment, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2007 and 2010. Plaintiff received treatment for fallowing conditions: dysmenorrhea, (cramping),pelvic pain, abdominal, back pain. The essure was first placed in the right ostia and 3 coils were left out and the essure was placed in the other tube and 2 coils were left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: update of information (batch is not valid)¿fu 4 and 5 processed together. On 5-mar-2020: mr received. Reporters information were added. Fu 4 and 5 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 508837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea, (cramping)"), bladder disorder ("bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, bladder disorder, fatigue, alopecia, headache, visual impairment, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion:(B)(6)2007 and 2010. Plaintiff received treatment for fallowing conditions: dysmenorrhea, (cramping),pelvic pain, abdominal, back pain. The essure was first placed in the right ostia and 3 coils were left out and the essure was placed in the other tube and 2 coils were left. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: general abnormal bleeding') and device expulsion ('migration/migration of essure device location of device: at base of left tube near uterus') in an adult female patient who had essure (ess205) (batch no. 508837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Concurrent conditions included herniated disc. Concomitant products included hydrocodone, lidocaine since 2008 and paracetamol (tylenol). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain ("pelvic pain/pain"). In 2009, the patient experienced device expulsion (seriousness criterion medically significant), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches"). In 2018, the patient experienced dysmenorrhoea ("dysmenorrhea, (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, device expulsion, pelvic pain, abdominal pain, back pain, dysmenorrhoea, bladder disorder, fatigue, alopecia, headache, visual impairment, dyspareunia, migraine, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2007 and 2010. Plaintiff received treatment for fallowing conditions: dysmenorrhea, (cramping),pelvic pain, abdominal, back pain. The essure was first placed in the right ostia and 3 coils were left out and the essure was placed in the other tube and 2 coils were left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. The coils took. They did what it was supposed to do. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: pfs received. New events: abnormal bleeding (vaginal, menorrhagia) were added. Device dislocation updated to partial expulsion of device. Onset dates for events added. New reporters, plaintiffs information added. Past medical history, concomitant condition and drugs added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 508837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea, (cramping)"), bladder disorder ("bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, bladder disorder, fatigue, alopecia, headache, visual impairment, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2007 and 2010. Plaintiff received treatment for fallowing conditions: dysmenorrhea, (cramping),pelvic pain, abdominal, back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Lot number was added. New events added: dyspareunia, migraines / headaches. Reporters were added. Insertion date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.